Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's left bundle branch area pacing (lbbap) lead was explanted on (B)(6) 2025 for an unknown reason and was replaced with an epicardial lead on (B)(6) 2025. The patient condition was not known.

Manufacturer narrative:
The reported event was ¿rvlbp lead explanted¿. A complete lead was returned in one piece. The helix was retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.